Event description:
A malfunction was reported with the pump, identified by code 8-0x208a. There was no reported impact on the customer's blood glucose level as no information was provided. The device was scheduled to be returned and a replacement pump was issued.